Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that her sensor readings were inaccurate. The customer stated that the pump went into threshold suspend at 10:08 with a sensor glucose of 52. The customer could not confirm with finger stick because he was racing bikes. The customer's blood glucose was 330 mg/dl at 10:46. The customer was advised of possible causes of low readings being compressed.